Event description:
It was reported that the patient underwent a spinal fusion surgical procedure at l1-l4. Four months post-op the patient underwent revision surgery to extend the construct to the iliac. Three months later a second revision surgery was performed to extend the construct up to t6. Ten months after the second revision it was found that both rods at t12-l1 were broken. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 1476000500, 510k # k091974 was cleared in the united states. The device was not returned for evaluation however films were supplied for review which found: x-rays are of a patient who underwent l1 to l4 fusion for scoliosis, revised to l1 to the iliac crest fusion with inter body support in the lower lumbar spine, then another revision to t6 to the iliac crest. Rods are found to be broken at the thoracolumbar junction allowing kyphosis to recur.